Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument locked on the tissue. The surgeon resected the tissue at the application site and used another instrument to complete the procedure. The hosp has reported the pt's condition as satisfactory.